Manufacturer narrative:
(B)(4). The hospital biomed reported performing the performance verification and patient circuit calibration. A delta pressure reading of 56 cmh2o was noted after performing the performance verification test. The biomed also reported the power knob would not intermittently adjust to zero. The biomed reported he would be repairing the device on the carefusion technical support recommendation. At this time, no return good authorization (rga) has been issued and carefusion has not received the suspect component for evaluation.

Event description:
The customer reported problems with a low delta pressure reading while in patient use on this ventilator. The patient was removed and placed on an alternate ventilator and no patient harm was reported with this event.